Event description:
Set at "50 cut" and "50 coag", patient grounded properly, and blue bovie power cord plugged into monopolar 2 dock in esu. Surgeon attempted to use bovie, and noted that "coag works, cut does not". Bovie cord then switched to monopolar 1 dock in esu. Surgeon noted "cut and coag do not work". Bovie cord switched back to monopolar 2 dock, and would not function. A second megadyne smoke evac bovie opened and was functional throughout procedure without incident. This same thing happened with two different patients. FDA safety report ID #: (B)(4).